Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir contains air bubbles and the pump alarmed no delivery. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer resolved both issues on her own before troubleshooting. The customer ended the call as no troubleshooting was needed and the issues resolved.